Manufacturer narrative:
Visual inspection performed on 30th august 2018 by r&d product manager: the impaction plate appeared to be broken in the head of the screw, with a cut . The reasons of the event remain unknown: in fact, in a normal use, that part is not forced by the hits of the impaction, because the terminal part of the handle works on the walls of the plate and on the fixed central pivot. Probably the event is due to an incorrect connection between the two parts (not completely connecting the instruments) or, alternatively, to an excessive torque during the screwing of the plate.

Manufacturer narrative:
Additional info received on the 17th july: the little black piece in the picture broke off the the round smoke stack looking part protruding out the top of the plate. When functioning correctly that little cylindrical black piece is part of the plate. It is where the screwdriver or inner rod of the handle engages the plate. The little black piece when attempting to implant the dm shell broke off and was left in the end of the inserter handle. Because this broke off the 3 claws will not disengage from the dm shell. Additional info received on the 23th july: no mpact instrument fragments from the inserter remained in the patient. The surgeon elected to go with an mpact multi hole acetabular shell with fixed liner. Batch review performed on 30 july 2018 lot 1553086: (B)(4) items manufactured and released on 30 june 2016. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot. Preliminary investigation performed on 31st july 2018 by r and d project manager: in the image the plate appears with the head of the inner screw broken. From the images it is possible to note a flat cut, possibly due to a impaction force applied to the impactor handle. It is the first case of this type of breakage and this type of discrepancy will be monitored. Anyway, a further investigation will be applied on the product when it comes back to the headquarter.

Event description:
The size 60 dm shell impactor plate broke off the straight shell impactor handle in the patient when implanting the dm shell. The dm shell impactor plate will not detach from the dm shell. All pieces were recovered. The surgeon used a secondary instrument to complete the surgery. There was a 15 minute delay in the case. The surgery was completed successfully.